Manufacturer narrative:
The pump passed the active current test and sleep current test. Pump error 75 alerted during self test and recorded on (B)(6) 2024 at 07:07:26.000 hour. However, no pump error 68, 49, or 23 alerts during testing. Successfully downloaded history files and traces using thump software. On adapt, pump error 25 was recorded on (B)(6) 2024 at 01:00:00.000 hour through 05:03:00.000 hour. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. Pump was cut open to perform visual inspection and found moisture damage on pcba1, j7, and j6 connector. Isolate to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, and scratched case. In summary, pump error 25 confirmed due to moisture damage found on pcba1, j6, and j7 connector. Isolate to electronic stack. Pump error 75 confirmed during testing. Pump error 68, pump error 49, and pump error 23 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25, pump error 68, pump error 49, and pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. The customer was able to clear error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours and the error wasn't immediately after battery change. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.